Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 630mg/dl and diabetic ketoacidosis. Customer is currently in the hospital and the call was transferred to the nurse. Customer was unable to troubleshoot at that time.